Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned (meter returned on 01/18/2022, test strips returned on 01/26/2022) - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 13-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results and error messages (e-2 and e-6). The customer is concerned with test results from am fasting results obtained of 57 and 67 mg/dly. The customer¿s expected am fasting blood glucose test result range is 80-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/21/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 18-feb-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and strips were returned for evaluation. Product testing was performed. Reported defect not reproduced on returned meter. Reported defect not reproduced on returned strips. Most likely underlying root cause: mlc-062: user had poor technique.